Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited a pacing/capture anomaly. The issue was reportedly resolved. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).